Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak coming from the stay safe connector. The patient reported receiving an patient line is blocked alarm during fill 1 of 3 of treatment and the treatment was cancelled. The cause of the leak is unknown. The patient elected to end treatment for the night and try again the next night. The patient was advised follow up with their peritoneal dialysis nurse (pdrn) and to use a cassette from a different box for the next treatment. Upon follow up, it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has transitioned to hemodialysis and is continuing treatment at the clinic. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Corrected information provided in h6. Plant investigation: although a sample return kit was sent, the device was reported to be not available, and no sample was returned to the manufacturer. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak coming from the stay safe connector. The patient reported receiving an patient line is blocked alarm during fill 1 of 3 of treatment and the treatment was cancelled. The cause of the leak is unknown. The patient elected to end treatment for the night and try again the next night. The patient was advised follow up with their peritoneal dialysis nurse (pdrn) and to use a cassette from a different box for the next treatment. Upon follow up, it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has transitioned to hemodialysis and is continuing treatment at the clinic. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.